Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was spitting clips. The clips did not fall into the pt. There was no pt consequence.

Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes/yielded; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .204. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. As the instrument was received empty, further functional testing could not be performed. However, it was noted that the jaws were yielded on the instrument. No conclusion could be reached as to how the damage to the jaws occurred. It should be noted that if the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.